Event description:
Egd [esophagogastroduodenoscopy] with bravo wireless ph placement done with md. Md passed the bravo deployment device through patient¿s mouth to distal esophagus, 6 cm above the scj [squamocolumnar junction] (measurement obtained by md during egd) and correct passage of device into esophagus was checked with the endoscope. Rn deployed the device following manufacturer's instructions: the bravo suction equipment tested prior to egd, marking tape applied at 32 cm from incisors (6 cm above the les [lower esophageal sphincter]), after confirming esophageal location md held device still at mouth, suction was applied for 30 seconds at 600 mm hg/80 kpa, plunger then pushed in/held, suction catheter removed, plunger then turned to the right to release. Md then tried to gently remove device but felt resistance. Attempted to push and turn plunger multiple times again and device still had resistance. Endoscope passed to check and capsule still in bravo device and adhered tightly to esophagus. Plunger pushed in and turned tightly until snapped, still did not allow device to release. Deployment handle snapped in attempt to release capsule, again capsule did not release. Md gently tugged at device until pulled off of esophagus. Capsule remained in device after removing from patient's mouth. Endoscope passed to check bleeding, area washed with scope. Bleeding slowed minimized¿ scope removed and after several minutes, md passed scope again to check site and bleeding had stopped at the site 6 cm above les where bravo was attached. Md made decision not to pass another bravo device at this time. Capsule was still on deployment device after removing from patient.